Manufacturer narrative:
This report is submitted on july 13, 2018, (B)(4).

Event description:
Per the clinic, the patient developed an infection and was subsequently administered oral and topical antibiotics (date not reported). Additional information has been requested but has not been made available as of the date of this report.